Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a foreign material clogged on the air/water channel, causing a defective air/water supply during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement reported.